Event description:
It is reported that a customer had issues with their sensor communicating with their insulin pump. The patient's blood glucose level was at 130 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer declined assistance with trouble shooting and stated that they will call the help line if the issue happened again. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.